Event description:
Per the customer, the staff thought the qbl from triton was low in contrast to the drop in hemoglobin they saw in the labs for a morning c-section. There was 417ml lost during the c-section. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.